Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the pocket of this patient's pacemaker system was dark and swollen. The physician suspected a probable infection and dehiscence was observed. This device is expected to be explanted and replaced. However, a procedure date is unknown at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Infection a known inherent risk of the use of this product. Device history record review: no material number was provided; therefore, a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. Device technical analysis: the complaint device was not returned to boston scientific therefore; product analysis could not be performed. However, infection has been observed with this product previously and is a known inherent risk associated with its use and is documented in product labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as infection is a known inherent risk of the use of this product and this is documented in the labeling. Risk review: a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the pocket of this patient's pacemaker system was dark and swollen. The physician suspected a probable infection and dehiscence was observed. This device is expected to be explanted and replaced. However, a procedure date is unknown at this time. This pacemaker remains in service. No additional adverse patient effects were reported.